Event description:
It was reported that the holter study revealed 2 pauses where no ventricular pacing occurred for over 2 seconds. The ventricular lead was capped, and the pacemaker was replaced. No patient complications have been reported as a result of this event.